Event description:
Doctor reported loss of integration. Initially implants were placed achieving primary stability. After 1 month, osseointegration was observed. After 2 months, implants presented mobility and were removed. Loos of integration.

Event description:
Doctor reported loss of integration. Initially implants were placed achieving primary stability. After 1 month, osseointegration was observed. After 2 months, implants presented mobility and were removed. Loos of integration.